Event description:
Customer reports that needle prematurely released from the suture laminectomy procedure. Surgeon obtained a replacement suture and completed the procedure without further event. There are no reported adverse pt consequences related to this event.